Event description:
This is a pt with acquired absence of left breast due to cancer. Mastectomy with reconstruction was completed in 1996. Pt developed capsular fibrosis with displacement of the implant. Pt had an anterior capsulectomy and replacement of left breast implant.